Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2010 due to bone overgrowth. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.